Event description:
It was reported the pump was replaced to avoid in-vivo battery depletion. The pump was disposed of by the hospital per intuitional policy. The drug in the pump was lioresal at a concentration of 2000 mcg/ml and dose of 1000 mcg/day. The catheter was replaced due to a fracture at the back incision site and a partial fracture at the suture tie on the lip of the catheter connector site. The intrathecal catheter remained in the patient so only the partial proximal end and the connector were explanted. A new catheter was placed. The infusion of lioresal was re-started at 150 mcg/day at a concentration of 2000 mcg/ml. No symptoms or further outcome were reported. A follow-up report will be submitted if additional information becomes available.